Event description:
Skip to navigationskip to main content 59 new notifications. Complaint mgmt. Complaint (B)(4) path tabs general investigation patient & reporter information product information related complaint no (B)(4) country of event canada event date 9/18/2025 status notes crm case issue (B)(4) crm case created by (B)(6) closed date decision 30 day- reportable support case (B)(4) case issue (B)(4) owner (B)(6) status investigation complete regulatory awareness date 9/18/2025 crm case (B)(4) created by crm integration user 9/18/2025, 7:03 am new information date distributor incident reference number reopen rationale product category occlusion - undefined supplies error code bg level mg/dl within range bg level mmol/l within range device functional MDR decision tree reportable malfunction with alarm cvr decision tree design feature (non-reportable) cvr decision outcome not reportable imdrf codes quick add quick entry annexa annexe annexf complaint summary: it was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. The customer performed a supply change and resumed insulin therapy successfully.